Manufacturer narrative:
Corrected to reflect the report of an intrathecal mass. Event date: corrected to reflect the most accurate event date, updated to reflect the information received on 2019-mar-26. Patient codes (B)(4) added to reflect the information received on 2019-mar-26. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-mar-26 from the healthcare provider (hcp) via a clinical study. It was reported that on (B)(6) 2018 the catheter was spliced, replacing the distal segment. The previously existing distal segment remained implanted and was tied off. Surgical observation confirmed the inflammatory mass. On (B)(6) 2019, the patient reported improvement to radicular pain following the revision. It was noted that the clinical diagnosis of the event was inflammatory mass at the catheter tip. The event was considered resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (compounded hydromorphone, compounded bupivacaine) was related and the drug action that caused the event was an increased dose. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4), implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 750 mcg of dilaudid at 299.99457 mcg/day and 30 mg of bupivacaine at 11.99978 mg/day an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2019, it was reported that the patient had an arachnoid cyst. The patient reported on (B)(6) 2018 that they had left upper extremity numbness that extended from their lateral side to their ribs. The patient described this as pain and "constantly numb". An MRI with and without contrast was performed on (B)(6) 2018, revealing "dorsal contouring to the spinal cord from t3 to t5 suggestive of an arachnoid cyst". The patient's hcp was concerned that the cyst might actually be an inflammatory mass. The patient was scheduled for a catheter revision. No interventions or outcomes were noted. The etiology of the event was not noted with regards to the relationship of the event to the device or therapy and to the relationship of the event to the implant procedure. The date of the event was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Corrected to include remedial action associated with the event. If information is provided in the future, a supplemental report will be issued.